Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral sacrospinous ligament fixation and cystourethroscopy.

Manufacturer narrative:
It was reported by an attorney that following insertion, the patient experienced extrusion, urinary problems, recurrence, infection, bleeding, and neuromuscular problems. It was reported that the patient underwent revision of mesh exposure and revision of vaginal incision on (B)(6) 2009 and excision of mesh exposure and implantation of surgisis biodesign 4-layer tissue graft on (B)(6) 2009. (B)(4).